Event description:
It was reported that the patient experienced neurological dysfunction while in hospital. The event was classified as "neuropathy-less than 24 hours". The patient presented with a stroke and was in a coma. A computed tomography (CT) scan was performed and showed an embolism on the brain stem. The patient was not on blood thinner treatment at the time of the event. The patient then passed away. It was noted that the neurological disorders contributed to the death. The major cause of the patient death was central nervous system (cns) death. The cause of the neuropathy was complexity of medical management. The device was operating properly at the time of death. The death was due to postoperative complications resulting from the complexity of the patient's condition and was not considered related to ventricular assist device (vad).

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.